Event description:
It was reported that a syringe not in place error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The plunger head tamper seals were intact. Main case tamper seal punctured. The investigation found the plunger tube seal torn. Battery door cracked around mounting screw. The pump event history showed multiple "syringe not in place" alarms in history. The evaluation was performed, and the reported issue was duplicated, during occlusion test and digital sensor diagnostic. Syringe placement was not recognized during occlusion test setup. Both (front and rear) syringe plunger sensors constantly read "false" even when flippers are in "up" position while analyzing the digital sensor diagnostic. The q1 transistor broken off due to glue holding plunger pcb broke way allowing timing plate to catch on plunger printed circuit board (pcb). The root cause of the reported issue was unable to be determined, but possibly related to a design issue. The technician replaced battery door and plunger tube due to physical damage. Calibrated device and performed all functional tests which passed.